Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient with acute myocardial infarction / cardiogenic shock was implanted with an impella cp for mechanical circulatory support. Oozing was noted at the insertion site. Additional purse string sutures were utilized to manage this complication. It was also reported that the left lower extremity had questionable distal perfusion as there were no doppler signals observed. This complication was managed by a fem-fem bypass. Weaning was successful, the device was explanted, and the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation of access site bleeding and limb ischemia has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding issue was most likely use related, additional purse string sutures were utilized to manage the bleeding as per the clinical description. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. E4 should have been left blank on manufacturer device report.